Event description:
It was reported to philips that the device gave an error indicating disk space was full, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of use. It was reported that the hard disk space was full. Review of the logfiles shows the ¿x-ray-pc has an image storage problem¿ malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the x-ray pc was faulty. The defective part was returned to failure analysis and confirmed that the failed component was hdd bay. Fse replaced the x-ray pc. After the replacement of x-ray pc, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1152-2024). The codes were updated based on the investigation outcome.